Event description:
This supplemental report is being filled to include additional information regarding device explant.

Event description:
It was reported that this device is under advisory for premature battery depletion at this time. The patient's device has depleted from 57% to 14% after approximately a week. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service. No adverse events were reported at this time. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population."

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device is under advisory for premature battery depletion at this time. The patient's device has depleted from 57% to 14% after approximately a week. Remote device analysis was performed and premature battery depletion is suspected. The device was subsequently explanted no additional adverse events were reported at this time. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. This supplemental was filed to provide additional information regarding device analysis.